Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was from quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.